Event description:
Livanova deutschland received a report that a heater-cooler system 3t device was found to be contaminated with mycobacterium chimaera. There is no report of patient injury.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. G.5. The heater-cooler 16-02-80 is not distributed in the USA and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H.9. Livanova deutschland implemented a field safety notice for disinfection and cleaning of heater-cooler devices. The z number is z-2076/2081-2015. H11: livanova deutschland manufactures the heater-cooler system 3t. The incident occurred in wales, united kingdom. Livanova initiated an investigation. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Manufacturer narrative:
H11: through follow-up communication with the customer, livanova learned that: - positive results are related to post-disinfection device water samples. All devices are deep disinfected one week, then sampled/tested the 2nd week. This is then repeated, therefore in a 4 week period all devices are sampled twice and deep disinfected twice. The device is cleaned regularly as per device instructions for use. The units were tested for h2o2 and topped up as required daily. - one unit would be stored overnight full in case of emergency then emptied and refilled the following day. Other units would be left empty. On every empty/refill cycle h2o2 would be added as per instructions for use. The water filtering system used was 3 filters in series, 5, 1 and 0.2 m, and all replaced at 3-6 months intervals. The aerosol collection sets are changed weekly when sampling and deep disinfections occur. The field blue tubing is replaced annually on all units. According to device instructions for use (cp_IFU_16-xx-xx, paragraph 1.1.10 "requirement for filtered tap water": "for instructions on filter management and disposal after the specified use period please refer to the manufacturer¿s instructions for use."), pall filter maximum lifetime is 31 days. Based on the information above, the water filter is not replaced in accordance with instructions for use, this deviation may have led/contributed to the reported contamination.

Event description:
See initial report.